Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the urine would not flow from the catheter. The nurse tried to remove the catheter and found that it allegedly would not deflate. As a result; the nurse inserted a needle into the shaft of the catheter, and successfully removed a small amount of water. Subsequently, the nurse pulled the catheter; with the balloon inflated, out of the patient transurethrally.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the urine would not flow from the catheter. The nurse tried to remove the catheter and found that it allegedly would not deflate. As a result; the nurse inserted a needle into the shaft of the catheter, and successfully removed a small amount of water. Subsequently, the nurse pulled the catheter; with the balloon inflated, out of the patient transurethrally.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the urine would not flow from the catheter. The nurse tried to remove the catheter and found that it allegedly would not deflate. The nurse inserted a needle into the shaft of the catheter, and successfully removed a small amount of water. Subsequently, the nurse pulled the catheter; with the balloon inflated, out of the patient transurethrally.

Manufacturer narrative:
Received only catheter. The reported event was confirmed as a user related issue. Per visual inspection no pinch or blockage observed. Per functional testing: tested using lab syringe, deflated returned catheter. The balloon sac could not be deflated. Then tried to inflate the balloon with 10cc water using normal fill technique and found the water would not move through the inflation lumen. The balloon would not be inflated and deflated. Dissected and found the inflation lumen beneath the balloon collapsed. This could possibly due to user related. The user may applies overly vigorous aspiration to remove the water from the balloon which cause the inflation lumen collapsed per dimensional evaluation: concentricity (full inflation volume) n/a. Eye snip length 3/32¿. Eye snip width 1/32¿. Eye snip distance from distal cuff 9/32¿. Eye snip distance from proximal cuff 8/32¿. Rubberize thickness 11 thou. Inflation lumen coverage 14 thou. Balloon thickness (average) 16 thou. Reinforcement 187 thou. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "when deflating balloon, do not aspirate with a syringe by hands. [The inflation lumen for balloon deflation may be occluded by negative pressure, and as a result the catheter cannot be removed.]." (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the urine would not flow from the catheter. The nurse tried to remove the catheter and found that it allegedly would not deflate. The nurse inserted a needle into the shaft of the catheter, and successfully removed a small amount of water. Subsequently, the nurse pulled the catheter; with the balloon inflated, out of the patient transurethrally.